Manufacturer narrative:
The complaint description states that the patient has subsequent to the initial operation experienced pain in the operated on shoulder. No visual sign of infection but surgeon decided to revise some of the components and harvest tissue for culture to eliminate that possibility. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. The x-rays provided were reviewed. Unfortunately, infection and other soft tissue complications cannot be seen via x-ray. There are no other obvious anomalies or fractures visible in the x-ray images. The primary surgery notes provided were reviewed. There were no complications reported from the primary surgery which (from the operative note) appears to have been entirely routine. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and possible infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.